Event description:
It was reported that during procedure the console showed error 405 (footswitch 1 shorted), error 425 (footswitch 2 shorted) and error 429 (footswitch 3 broken) causing an interrupted procedure while the patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code cause not established was assigned to this investigation.